Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter phone number was reported as (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, a revision surgery for the right lower limb was performed because there was a failure and rupture of the cephalomedullary nail with osteosynthesis material. The nail broke in two with a proximal fragment in the hole for the cephalic screw and another distal, breakage of the distal locking screw, and pseudoarthrosis in the focus of subtrochanteric fracture of the femur with mobility of fragments in lateral wall. There were healed surgical wounds from previous procedures with no local inflammatory signs. The failed devices were extracted, and open reduction/internal fixation was performed with new osteosynthesis material. This report involves one unk - screws: nail distal locking. This is report 2 of 3 for (B)(4).